Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer failed to recover, which located on MFR pacu. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes - failed cubie drawer cannot recover / MFR_pacu was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that inspected the drawer and found that the magnet had fallen out of the latch insep, and the retractor band was damaged with a cut in the flex cable. The fse replaced the insep with a new style magnet and replaced the retractor band. The drawer was reinstalled, and the system was tested in diagnostics and the application. All functions were confirmed to be working properly. During dchu visual inspection: p/n 353844-01: the unit revealed copper strands with signs of thermal damage. No evidence of fluid ingress, cuts, or other anomalies along the flat flex cable were observed. During dchu testing: p/n 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medes - failed cubie drawer cannot recover / MFR_pacu was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.